Event description:
Reportedly, the "pdf printer" was automatically ticked when printing the report.

Manufacturer narrative:
Preliminary analysis revealed that the device behaved as specified.

Event description:
Reportedly, the "pdf printer" was automatically ticked when printing the report.

Event description:
Reportedly, the "pdf printer" was automatically ticked when printing the report.